Event description:
Pt reported that they dont think device is delivering insulin because their blood glucose is over 500 mg/dl. Pt inserted a new insulin cartridge yesterday (blood glucose was in the 80's [mg/dl]), then today their blood glucose was elevated. Pt took extra insulin with meal bolus, but blood glucose continues to rise. No error messages were generated by the device. Pt feels device is at fault for elevated blood glucose. Pt will switch to back-up device. No treatment was received.